Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) and patient regarding a patient receiving intrathecal gablofen (baclofen) via an implantable pump for intractable spasticity and multiple sclerosis. The hcp reported that home bound patient's pump was alarming every hour since this past weekend. It was stated that patient just had her pump filled (B)(6) 2025. The hcp was asking for a company representative (rep) to go to patient's home to check the pump. Technical services connected hcp to the national answering service (nas) to page the company rep. Additional information was received from the company representative reporting that the patient presented on (B)(6) 2025 for a low reservoir alarm and pump refill. After the refill, the patient went home, and the family later contacted medtronic stating the pump was still alarming. The rep noted that they were on paid time off (pto) at the time but received an email last week regarding the event. Corporate was contacted at some point, and the alarm was eventually addressed. The rep wanted to know what steps should be taken in order to silence the alarm in these cases. The rep initially thought the alarm might have been related to an magnetic resonance imaging (MRI). Technical services clarified that this alarm was not MRI related and explained that after a refill, the healthcare provider (hcp) must also acknowledge and silence the active alarm on the home screen to prevent recurrence. The company rep confirmed understanding and stated they only wanted clarification to avoid future issues, particularly since the patient was a bapa fan patient. No further issues reported.